Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the trilogy o2 ventilator failed test steps during testing. In conclusion the devices interface board and oxygen blender board was replaced to address the issues. The root cause was confirmed. Additionally, during the service of the device, components were only replaced as a preventative measure unrelated to the reported test failures. The technician performed repair test, alarm check, battery check, run in tests, cleaning and confirmed the unit operated properly. The software version was checked (.14.2.05). The detachable battery will be replaced when available.